Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd sharps disposal lid did not fit the collector the following information was received by the initial reporter with the following verbatim: the sharps container does not fit into the wall bracket. She explained that she had followed the instructions correctly however it does not fit.

Event description:
Photos received.

Manufacturer narrative:
Investigation summary: multiple photos and a video have been received by our quality team with the complaint of defective bracket for sharps container. The video shows the bracket not working with the container but it is uncertain that this container is one of the recommended type for this bracket. The bracket locks at the bottom of the container and only the top ridge of lid is shown. The complaint cannot be verified without further information and the root cause remains unknown. The production history is unavailable without lot number.